Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an air bubble issue. It was reported the patient experience a blood glucose excursion above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.